Manufacturer narrative:
Additional narrative: event date: unknown. The 510(k): report is for four (4) unknown cortical screws. Unknown when device was implanted. Patient undergoing revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, a hardware removal surgery was performed due to pain. The patient had a dynamic hip screw plate implanted on an unknown date for an intertrochanteric fracture and complained of hip pain. The surgeon removed the plate, lag screw, and four (4) cortical screws since the patient was fully healed from the initial injury. X-rays were taken intra-operatively. Patient status was reported as ¿ok.¿ procedure was completed successfully. This medwatch is to report the patient undergoing the removal of the plate as a result of hip pain. See related complaint, (B)(4) for reported intra-operative issues. This report is for four (4) unknown cortical screws. This is report 3 of 3 for (B)(4).